Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position, with the helix stretched out. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high thresholds, pacing inhibition, loss of capture, and brady pacing was not as expected prior to discharge from the hospital. There was no asystole observed. While repositioning the rv lead, it was discovered the helix would not extract. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high thresholds, pacing inhibition, loss of capture, and brady pacing was not as expected prior to discharge from the hospital. There was no asystole observed. While repositioning the rv lead, it was discovered the helix would not extract. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.